Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01091. This report is being submitted as additional information. Serial number provided. Approximate age of device- 1 year, 8 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported event of no external power alarms was confirmed via the evaluation of the submitted log file. On (B)(6) 2018, the rsoc voltage levels of both power cables were recorded at ~3.3v then fell to 0v in approximately two seconds; no external power alarms were recorded during these two events and cleared when the ac power was restored. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. Pump support was not affected as the system was supported by the backup battery during the event. There were no other notable alarms active in the log file. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device interrogation in clinic revealed variable pump flows. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log which contained data from (B)(6) 2018 to (B)(6) 2018 and observed no external power event on (B)(6) 2017 at 8:31:32 am, while the patient¿s lvad system was connected to the mobile power unit (mpu). During the no external power event, the internal battery operated the system and there was no interruption in pump support. The customer was informed that the no external power event may have been potentially caused by the mpu power cord coming loose at either the mpu ac power cord connection or the mpu ac power cord ac wall outlet connection. Additional information: additional information provided by the vad coordinator stated that it was uncertain whether the mpu's power cord became disconnected from the mpu side or the wall outlet side.